Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh and sparc were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent transvaginal hysterectomy and uterosacral ligament plication due to stress urinary incontinence and pelvic organ prolapse. Following implantation the patient experienced chronic pelvic and vaginal area pain as well as recurrent bladder infections, vaginal bleeding, vaginal infections with discharge, excruciating pain with intercourse and mesh erosion requiring additional surgery. The patient underwent mesh revision in 2008. It was reported that patient underwent resection of mesh extrusion on (B)(6) 2007 and in (B)(6) 2007. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/23/2016. It was reported that the patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6).

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6).